Event description:
A "scan again in 10 minutes" sensor error message was reported with the adc device and therefore the customer was unable to obtain readings. As a result, the customer experienced hypoglycemia and it was indicated that they went to the hospital. The had contact with a healthcare professional who provided unspecified treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.